Manufacturer narrative:
The returned ventricular catheter was approximately 15.3 cm in length. It met the requirements for patency and leak testing. There was proteinaceous debris in the interior and the exterior of the device. The instructions for use that accompany the device caution that ¿local and systemic infections are not uncommon with shunting procedures¿. A review of the manufacturing and sterilization records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with a ventriculoperitoneal shunt on (B)(6) 2014 to treat hydrocephalus, a skull defect and a craniocerebral injury. According to the report, after the operation, the patient had a fever, the cerebrospinal fluid cell count was high and there were biochemical abnormalities. Reportedly, the doctor determined that it was an infection. The report stated that the product was explanted on (B)(4) 2014. According to the report, the patient was in a coma and had limb muscle strength of grade 3. Reportedly, the patient left the hospital, and was suspected to give up treatment.